Event description:
The initial call came in on (B)(6) 2015 for a (B)(6) year old male patient who suffered a cardiac arrest. This incident occurred at a commercial area where the patient had crashed his suv into a telephone pole. The patient exited the vehicle and was found approximately 20 feet away from the crash site. The cardiac arrest was witnessed, however, bystander CPR was not performed. Patient was down for an unknown length of time prior to customer's arrival. Upon arrival, the fire department found the patient in a ventricular fibrillation state. There were 11 first responders on scene. The crew immediately initiated manual CPR which was performed for approximately 5 minutes. An AED and bls were also applied. The autopulse platform was deployed without any issues. The patient was placed on a cot and moved to the ambulance. The platform performed continuous compressions for approximately 9 minutes. The platform then displayed a user advisory 17 message. Customer attempted to reset the autopulse by extending the lifeband, and installing a new one, however, the issue would not resolve. The crew discontinued use of the autopulse and reverted to manual CPR (exact length of time not provided), until arrival at hospital which was one mile from where the incident occurred. The patient was in an asystolic state when care was transferred to the hospital. Rosc was never achieved and the patient was pronounced dead by the ER physician. The patient's medical history and medications were not provided. The cause of the death is unknown. It is unknown if an autopsy was performed. Customer does not attribute the patient's death to the use of the autopulse. No further information was provided.

Manufacturer narrative:
Based on the follow-up information, rosc was never achieved. The autopulse is not intended to replace manual CPR or to be used in lieu of manual compressions, but rather as adjunctive therapy. Hence, because the conversion to manual CPR is quick and is always available, the patients' outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR. Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.